Event description:
An endurant ii stent graft system was selected for the endovascular treatment of an abdominal aortic aneurysm. It was reported that when flushing was carried out, the flow of saline solution was unnatural. When the guide wire was passed through, it also felt resistance. The physician tried to put the guidewire in through both the tip and backend of delivery system however, did not specify where the resistance was felt. The physician stopped using the relevant device and discarded as the patient had (B)(6). The physician used another endurant ii 16x16x124 to successfully complete the case. The physician commented that a burr was found in the wire lumen at another facility before, and this event would be the similar case. There was no significant issue on this case. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).